Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
High pacing impedances and loss of capture were reported on (B)(6) 2020. On 5/5/2020, it was reported that the lead was capped on (B)(6) 2020. No adverse patient events were reported. Should additional information be received, this file will be updated.